Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the patient stated they need to get the pump taken out. The pump had been off since probably in 2013, and it was pushing on and up under their ribs. It had migrated. The pump had been alarming, but they hadn't heard the alarm in a while. The patient asked for a healthcare provider (hcp) listing to remove the pump. The agent emailed and mailed the physician listing to the patient.